Manufacturer narrative:
Products utilized during the procedure consisted of prowler select plus microcatheter (mc), parent plus (medikit ) 6french guide catheter, sl 10 mc, transend guidewire, gt wire, orbit coils (638cs2030/14111268 (qty 1), 637cs2030/15006555 (qty 2), 637cs1430/14118739 (qty 1), 637cf0824/14121201 (qty 1), ed coils (qty 8), delta paq coils (g11210 x2 g11208 x2 g11206 x2), and gdc 10 coils (qty 5). The target site was the right side p-com with a parent vessel proximal and distal diameter of 3.3mm and 3.2mm. The saccular and unruptured aneurysm neck measure 8.8mm and the neck to sac ratio was 8.8mm/19.1mm. Medications consisted of aspirin 100mg/day (continuous), plavix 50mg/day ((B)(6) 2010), pletal 100mg/day ((B)(6) 2010), a cd copy of the procedure is not available. No further information was available. Lake region and cordis lot number 01422610. Per lake region report c (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 105 units, which were shipped from lake region medical on may 21, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via the (B)(4) study that during a stent assisted coil embolization after all coils were placed without incident in the unruptured aneurysm there was thrombus noted within the enterprise vrd after all of the coils were placed. The patient had a cerebral infarct with symptoms including left sided hemiplegia and hemi-spatial neglect along with vomiting. Drug therapy including slonnon, radicut, and diltiazem was given. The sequelae remained three weeks after onset. Prior to the procedure, the patient was on aspirin 100mg/day with plavix 50mg/day and pletal 100mg/day started 11 days prior to the index procedure. The procedure was enterprise vrd assisted coil embolization of an unruptured saccular right side posterior communicating (p-com) aneurysm measuring 8.8mm with a neck to sac ratio of 8.8/19.1. The parent vessel was 3.3mm proximally and 3.2mm distally. Heparin 7000 was administered during the procedure. Act results are not known. There were no indications of any conditions causing hypercoagulable state. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise continue to be fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. The aneurysm was satisfactorily coiled at the end of the index procedure, and there was no difficulty with any devices that prevented full coiling of the aneurysm. The modified rankin scale pre-procedure was 0, after (within a week) was 4, and (after 30 days remained at 4. Procedural images are not available. The stent remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received and indicated that the date of the index procedure and cerebral infarction as originally reported was incorrect. The correct date for the index procedure and cerebral infarction is (B)(6) 2010. Additional information reported that there was no thrombus the day of the procedure; thrombus was observed the day after the procedure. The patient had a cerebral infarct with symptoms including left sided hemiplegia and hemi-spatial neglect along with vomiting the day of the procedure. Drug therapy including slonnon, radicut, and diltiazem was given. Updated based on additional info/clarification of timing of events. It was initially reported via the (B)(4) study that during a stent assisted coil embolization after all coils were placed without incident in the unruptured aneurysm there was thrombus noted within the enterprise vrd after all of the coils were placed. Additional information reported that there was no thrombus the day of the procedure; thrombus was observed the day after the procedure. The patient had a cerebral infarct with symptoms including left sided hemiplegia and hemi-spatial neglect along with vomiting the day of the procedure. Drug therapy including slonnon, radicut, and diltiazem was given. The sequelae remained three weeks after onset. Prior to the procedure the patient was on aspirin 100mg/day with plavix 50mg/day and pletal 100mg/day started 11 days prior to the index procedure. The procedure was enterprise vrd assisted coil embolization of an unruptured saccular right side posterior communicating (p-com) aneurysm measuring 8.8mm with a neck to sac ratio of 8.8/19.1. The parent vessel was 3.3mm proximally and 3.2mm distally. Heparin 7000 was administered during the procedure. Act results are not known. There were no indications of any conditions causing hypercoagulable state. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise continue to be fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. The aneurysm was satisfactorily coiled at the end of the index procedure, and there was no difficulty with any devices that prevented full coiling of the aneurysm. The modified rankin scale pre-procedure was 0, after (within a week) was 4, and after 30 days remained at 4. Procedural images are not available. The stent remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis and stroke are known potential adverse events associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that during the procedure (after the coils were placed), cerebral infarction and thrombus in the enterprise stent was observed by MRI after all the coils were already implanted. The aneurysm was satisfactorily coiled at the end of the index procedure, and there was no difficulty with any devices that prevented full coiling of the aneurysm. Additionally, the patient's symptoms included hemiplegia (left side), hemispatial neglect (left side), and vomit. Drug therapy (slonnon, radicut, diltiazem hydrochloride) was given. Sequelae remained three weeks after onset. There were no indications of any conditions causing hypercoagulable state. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise continue to be fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. The procedure was coil embolization assisted with the vrd (enc452812).